Event description:
It was reported that the needle came off the hub before injection. There were no patient harm or adverse event reported due to this event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00028-00. The date of that submission was 06-feb-2025. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.